Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive and that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination or damage was found to the key¿s contacts. The pump was opened and no moisture was observed in the interior of the pump. The complaint of a keypad button response issue was not duplicated during investigation. Corrosion was observed inside the battery compartment. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment. A leak test verified a leak in the battery compartment.